Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Patient reported implant has "shifted to more like the tissue is sitting a certain way from the implant" and they "can see implants almost on one of my breasts through my skin because it's thinning". Then heathcare professional reported "saline rupture". This record is for the left side. Device was explanted.

Event description:
Patient reported implant has "shifted to more like the tissue is sitting a certain way from the implant" and they "can see implants almost on one of my breasts through my skin because it's thinning". Healthcare professional reported "saline rupture/deflation". This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.